Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per sample evaluation results on 11oct2023, it was reported that the crack on level sensor and fill tube dirty.

Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per sample evaluation results on (B)(6) 2023, it was reported that the crack on level sensor and fill tube dirty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause could be inadequate maintenance. However, this cannot be confirmed and lacks conclusive evidence. The device was evaluated. The fill tube was found to be dirty. The fill tube was replaced. The device passed all applicable testing and is ready for use. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per sample evaluation results on (B)(6) 2023, it was reported that the crack on level sensor and fill tube dirty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause could be inadequate maintenance. However, this cannot be confirmed and lacks conclusive evidence. The device was evaluated. The fill tube was found to be dirty. The fill tube was replaced. The device passed all applicable testing and is ready for use. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per sample evaluation results on 11oct2023, it was reported that the crack on level sensor and fill tube dirty.